Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-jan-2017, UDI#: (B)(4) h3: analysis of the catheter found catheter body-kink observed and damage to transition tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 450 mcg/day) via an implanted pump. It was reported that during the routine pump replacement surgery, after they disconnected the proximal end of the catheter from the pump, there was csf (cerebrospinal fluid) flow but fluid in the pocket also. The patient¿s parents stated that they did not notice any signs or symptoms of withdrawal. There were no environmental, external, or patient factors that may have led or contributed to the issue. The proximal segment of the catheter was replaced. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.